Manufacturer narrative:
The device was not returned to zoll medical corporation; the device could not be powered on because the main knob was missing. The customer was contacted and stated the missing knob was replaced with another knob. The device was placed back into service. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.